Manufacturer narrative:
The device will not be returned for evaluation, as it was implanted in the pt, and the pushwire was discarded. (B)(4)

Event description:
Coiling treatment of an aneurysm. It was reported the coil prematurely detached during delivery. The physician was able to use another coil to push the detached coil into the aneurysm. No pt injury reported.